Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found both seals intact, the device bottom case and right and left plunger case cracked. A review of the event history log identified check syringe plunger sensor. A calibration verification test was performed, and the reported problem was duplicated. The root cause of the problem was fluid inside the plunger head assembly. Fluid ingress into the plunger head was a result of the customer's improper use of the pump. The operator manual cautions the user that this pump is designed to be used in a horizontal position. If the pump is operated in any other position (including vertical), there is an increased potential for fluid leaking into the pump. If fluid leakage into a pump is suspected, remove it from use until a trained biomedical technician can test it. To correct the problem the left and right plunger cases were replaced. UDI and 510k are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4).

Event description:
It was reported that a system failure occurred. No patient injury was reported.